Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31-may-2018 with the following findings: during the investigation, the black box showed no evidence of a short battery life. The battery compartment was found to be cracked below the grip pad. The returned battery cap was undamaged and able to fit. The pump¿s ¿ez-prime¿ steps were performed correctly, and all currents reading were within specification. Investigators were unable to duplicate the ¿short battery life¿ complaint. The pump¿s cover was removed, and no intermittent condition was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.